Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Setscrew marks were noted centered on the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds in the clinic. The patient was sent for a chest x-ray which confirmed the ra lead had dislodged into the right ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.